Manufacturer narrative:
(B)(4).the baxter field service representative (fse) was contacted and visited the facility on 08/04/2010. The programming and set up of the tina device was reviewed and noted to be appropriate. The facility nurses are fully trained and competent. Upon receipt of the final evaluation resuts, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The baxter fse (field service engineer) evaluated the device at the customer location for the reported issue of temperature dropped from 36 to 34 degrees centigrade on (B)(6) 2010. The reported issue was neither confirmed nor duplicated during the baxter the on-site visit. The programming and set up of the tina device was reviewed and noted to be appropriate. The assignable cause for the reported issue was undetermined. The device functioned according to specification. The service history was reviewed and revealed the device was last serviced by baxter on (B)(6) 2010 for a blood leak test failure during self-test. No issues were identified that may have contributed to the reported problem of tina device alarmed indicating a temperature drop. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
On 08/04/2010, the facility nurse reported a temperature drop (36 to 34 degrees centigrade) while a patient was undergoing hemodialysis via a tina machine. The facility nurse indicated the event occurred on (B)(6)2010 during patient therapy when the tina device alarmed indicating a temperature drop. The temperature was adjusted and therapy continued. The medisystem blood lines were then noted to have clotted. The patient was offered a new set up of blood lines; however, he declined which resulted in therapy ending approximately 30 minutes earlier than normal. No medical intervention or hospitalization was required as a result of this incident. The patient's outcome was good.